Event description:
It was reported that the ilet generated intermittent occlusion alarms unrelated to meal announcements with a reported glucose of 291 mg/dl, which persisted after a full supply change; guided troubleshooting included disconnecting the infusion set, priming until drops were observed, and reconnecting, after which occlusion alarms did not recur. Customer care provided support that included remote troubleshooting and user re-priming with observation of insulin drops from the tubing. Investigation of this case revealed that the device alarmed for occlusion while insulin delivery continued after re-priming, suggesting a transient flow restriction or infusion-set related resistance that resolved with set disconnection and tubing fill. No clinical symptoms associated with hyperglycemia reported. Outcomes included no medical intervention, no hospitalization, and subsequent stabilization of glucose levels per follow-up. It was concluded, based on previously established findings for similar reports, that the cause was likely user-correctable infusion pathway resistance rather than a persistent device malfunction.